Event description:
Information received indicates the head down function is not working on the bed.

Manufacturer narrative:
The technician isolated the issue to the pendant. He replaced the pendant to repair the bed.